Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. A buckled needle and a broken needle point was found during the evaluation. The needle also has a secondary bend near the point. The nitinol surface at the distal end of the needle is in good shape. The lack of scrape marks indicates the needle was not fired excessively. The suture passing test could not be performed due to the buckled needle and broken needle point. The mating part (instrument) used in the event was not returned. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the needle tip broke. The surgeon did take an x-ray and the needle was not seen. The floor and drapes were scanned with magnets and nothing was found. Case was a shoulder repair.